Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the freestyle libre 2 reader would not power on with either button press or test strip insertion. The customer was therefore unable to obtain glucose results and subsequently lost consciousness. The customer was reportedly able to self-treat with glucose nasal spray, then received additional unspecified treatment from a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.